Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lower edge of the cassette leakage, and the operating staff did not locate the leak point during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Two products were returned and evaluated. Product one was found to be non-conforming and evaluation is described below. Product two was tested and met specifications, no fluid leakage was detected from the cassette. The product was visually inspected; a crack on the infusion chamber was observed. A console representing the current software version was used to test the product. The product was inserted into the console and generated system message code (smc); the smc is indicative of vacuum/pressure loss during setup of the cassette. Full functional testing could not be performed on the product. The infusion chamber was easily removed and the welding profile inspected. The surface profile appeared to contain a disproportionate/weak energy distribution profile which is the result of an insufficient weld during contact. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer¿s complaint is related to an error during the weld assembly process of the infusion chamber to the pinch plate. No further investigative or manufacturing actions are warranted at this time as the exact root cause could not be conclusively determined at this time. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).